Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse ID laser fiber was used during a lithotripsy procedure to treat stones in the left kidney upper and lower pole, performed on (B)(6) 2022. The laser unit used was a lumenis pulse 120h laser console with moses with laser settings of 0.5 joules, pulse frequency of 80 hertz and total laser energy of 40 watts. During the procedure, the tip of the laser fiber was detached. No fiber fragments fell inside the patient. The procedure was completed with the original flexiva pulse ID laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.